Event description:
Pt had implants inserted in 1991. She now has a capsular contraction on the right side which is painful. In order to have the implants matched, she also needs to have the left side implant removed and replaced.